Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia with blood glucose values up to 400 mg/dl after multiple infusion set and cartridge changes, with no visible leaks or bent cannula observed, and the agent assisted with an additional set change during the call. Symptoms included dizziness. Outcomes included continued monitoring at home without hospitalization, no ketone testing, and no use of back-up insulin therapy at the time of the call. Investigation included technical troubleshooting by phone and review of device use. Investigation of this case revealed no device malfunction observed during troubleshooting and an unclear cause of hyperglycemia. It was concluded that the event involved hyperglycemia with an undetermined cause, and the user was advised to continue monitoring, consider back-up insulin therapy if needed, and consult a healthcare professional regarding insulin dosing settings. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.